Manufacturer narrative:
Other, other text: additional information received via email on 22-oct-2020 that the event date is (B)(6) 2020.

Event description:
It was reported that the alarm volume could not be adjusted and was stuck at 20%.

Manufacturer narrative:
Other, returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the reported issue. No alarms were seen and pump delivered accurate delivery. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.